Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the internal paddle set was not functioning. There was no report of patient involvement.